Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart. A cold reset was performed error test and displacement test due to blank display. Insulin pump had cracked battery tube threads.

Event description:
The customer reported via phone call that the battery compartment was corroded. The customer¿s blood glucose level was 150 mg/dl at the time of incident. The insulin pump will be returned for analysis.